Manufacturer narrative:
(B)(4). The affiliate was contacted regarding product returned; however, the product was not returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. A review of the lot history records and a review of complaint records for the previous 12 months could not be performed since the lot number was not reported. No further action is required. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed.

Event description:
Surgeon has had numerous issues with versatru forceps sticking and scissoring. No specific event reported by sales rep. Surgeon now uses a different product. No reported delays or patient harm.